Manufacturer narrative:
This is an EU complaint, no product will be returned for further investigation. No additional investigation possible at this time. Cannot confirm complaint at this time. 13 month average cpmu data, from july 2020 through july 2021, for a bristles falling out issue for the easyflex europe is 0.60 with a high warning limit of 1.81. It should be noted that the high warning limit was exceeded in april 2021 but has been trending downward since. However, it is trending upward over the entire time frame specified above, as shown in the plot below. Continue to monitor via complaint reviews and complaint review monthly meetings.

Event description:
Bristle keep coming out every time you use them.